Event description:
This customer reported that during a cardiac arrest, the users did not get a pads ECG waveform. There was no negative impact to the involved pt per the customer.

Manufacturer narrative:
(B)(4).this customer reported that during a cardiac arrest, the user did not get a pads ECG waveform. There was no negative impact to the involved pt per the customer. The device was evaluated by philips. The power on lead for this hsxl is leads ECG. The users placed pads but did not select the pads ECG as the desired lead. The hsxl instructions for use directs the user that they may use the lead select button to select the lead that they want to monitor during pt care. There was no malfunction of the device.